Manufacturer narrative:
Initial reporter email: (B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported right side "trace fluid" and "cyst." The device has been explanted.

Event description:
Healthcare professional reported right side "trace fluid" and "cyst." The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.6. Photo analysis visual analysis of the photographs identified: - seroma-late: : unable to observe since it is a medical event and is not related to the device. - cyst-ndr : not applicable as the event is not related to the device.